Manufacturer narrative:
This supplemental report is submitted to provide additional information.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed; the device produced a sdi signal with no problems noted. A conclusive root cause could not be determined. However, a worn video connector latch was found, causing poor connection and a damaged usb printed circuit board was found.

Event description:
A user facility reported to olympus that the sdi outputs did not function and they were unable to obtain an image on their monitor. The problem, as reported to olympus, was first identified on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6 and h10. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, since the reported problem was not confirmed, a conclusive root cause could not be determined. It is likely the contact of the electrical contacts of the connector became unstable, which hindered the image transmission between the scope and the video processor, resulting in no image output. Since the device was manufactured over six years ago, it is likely the lock or pin of the video connector receiver has worn out due to repeated use for a long period of time, or the user can remove the video connector without unlocking it. It is possible that this caused the video connector socket to wear out. The instructions for use provides the following description regarding the removal of the video connector: "when a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down." Regarding the failure of the printed circuit board, per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.